Event description:
It was reported that the pt was inadvertently bolused after the pump tubing was primed. During surgery, the catheter had been dripping continuously for approx 20 minutes with what was thought to be cerebrospinal fluid prior to connection to the pump. The surgery was prolonged as the drug was not available during the case. The medication was put into the pump and then the pump was connected to the existing catheter. The hcp left the pump as it was programmed and did not aspirate from the catheter access port. It was estimated that the pt received approx 2 mg over 12 minutes; the daily dose was less than 1 mg. The pump contained morphine in an unk concentration. The pt was alert with stable vital signs and remained in the recover room for observation. The hcp aspirated 30-40 mls from the catheter access port to lower the morphine concentration in the cerebrospinal fluid. The pt was subsequently admitted to the hosp and discharged the following day.